Event description:
It was reported that a spectrum pump failed the downstream occlusion test with values of 21.9 and 25.3 psi (pounds per square inch). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed downstream occlusion messages however, the history log cannot be used to determine if the device is alarming within the expected test range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.